Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Additional information h6 corrected field: g2 - health professional was inadvertently selected on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be an igniter failure and a faulty power unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera xenon light source had occasional lighting failures. The event occurred during preparation for use for a therapeutic abdominal surgery. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty igniter. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1: (B)(6).